Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) had the polyethylene glycol (peg) sealant remain on the device upon removal. The device was removed, and the procedure was converted to manual compression. There was no reported patient injury. The device was prepared as normal following an interventional peripheral 6f case, no abnormalities were noted prior to use, and it was inserted into a procedural short sheath. The device deployment steps were followed per the instructions for use, balloon position was verified under fluoroscopy, the first button was pressed and the syringe was locked, two minutes elapsed before balloon deflation, and the second button was pressed prior to removal. The procedure was performed using a retrograde approach, and the deployer was mynx certified. A 6f sheath was used. Femoral artery suitability was verified by angiography or venography, including an insertion angle of 30¿45 degrees, and the vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. The sealant was deployed but was removed with the device after deflating the balloon and applying pressure. The sealant was dislodged from the arteriotomy and appeared to stick to the device. The device storage temperature did not exceed 25 °c, and there was no shallow vessel depth. Button #1 was fully depressed, the balloon deflation was questionable as contrast was used and full deflation could not be verified, button #2 was fully depressed, and no resistance was noted during use of the device. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) had the polyethylene glycol (peg) sealant remain on the device upon removal. The device was removed, and the procedure was converted to manual compression. There was no reported patient injury. The device was prepared as normal following an interventional peripheral 6f case, no abnormalities were noted prior to use, and it was inserted into a procedural short sheath. The device deployment steps were followed per the instructions for use (IFU), balloon position was verified under fluoroscopy, the first button was pressed and the syringe was locked, two minutes elapsed before balloon deflation, and the second button was pressed prior to removal. The procedure was performed using a retrograde approach, and the deployer was mynx certified. A 6f sheath was used. Femoral artery suitability was verified by angiography or venography, including an insertion angle of 30¿45 degrees, and the vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. The sealant was deployed but was removed with the device after deflating the balloon and applying pressure. The sealant was dislodged from the arteriotomy and appeared to stick to the device. The device storage temperature did not exceed 25 °c, and there was no shallow vessel depth. Button #1 was fully depressed, the balloon deflation was questionable as contrast was used and full deflation could not be verified, button #2 was fully depressed, and no resistance was noted during use of the device. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was deployed but still mounted on the unit delivery shaft. Regarding the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated and not retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Since the device was received in a previously actuated condition and button 2 was received in a not depressed position, a deployment test was performed to complete the deployment sequence. During this evaluation, button 2 was able to be fully depressed as intended, the balloon was successfully retracted, and the sealant was fully deployed. No malfunctions or abnormal conditions were observed during this functional evaluation. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the returned device as it was received with the sealant still mounted on the device with button 1 fully depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. However, based on the information available for review and product analysis, user-related factors (user error) most likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 not depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.